Event description:
A pt reportedly had several issues with one touch basic meter. Pt's meter allegedly was inaccurately erratic, and had "clean test area, and redo check" messages, and also had optic issues. Pt reported symptoms of upset stomach, thirst, nervousness, nausea and mood swings. The results on pt's meter were 179 and 107 mg/dl. Tests were done within 10 minutes. There was no comparison. Pt was cleaning the meter incorrectly. Pt was not treated. No further info has been reported.